Manufacturer narrative:
It is to be noted that (adverse event) is also reported through the (B)(6) registry. This is two of two manufacturer reports being submitted for this case. Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest procedural factors (malposition of the first valve) may have contributed to the embolization of the valves. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliation, regarding a 29mm sapien 3 valve in the native mitral position, after deployment of the first 29mm sapien 3 valve, a tee showed severe pvl and poor anchoring of the transcatheter prosthesis. The decision was made to implant a second 29mm sapien 3 valve. After the second valve was deployed, tee noted embolization of the valves into the left atrium. At this time, the patient was converted to an open heart surgery to remove the valves, and a surgical mitral bioprosthetic valve was successfully implanted.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-04504.